Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope nozzle was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: forceps channel port has a dent, air water cylinder has no color, suction cylinder has no color, the cover of light guide bundle is damaged, expected insulation capacity cannot be obtained due to a cut on heat shrinking tube of forceps elevator lever, plug unit has a scratch, label on scope connector is damaged, due to a pinhole on bending section cover, water tightness is lost, insulation resistance value at distal end does not meet the standard value due to adhesive peeling on bending section cover, the image has dark area partially due to a scratch on objective lens, air supply volume does not meet the standard value and water supply volume does not meet the standard value due to clogging of nozzle, bending angle in up direction does not meet the standard value due to wear of angle wire, image guide protector is damaged, plastic distal end cover has a chip, adhesive around objective lens has corrosion, objective lens has a chip and a scratch, light guide lens has a crack, adhesive around light guide lens has corrosion, bending tube is deformed, adhesive on bending section cover has a crack, universal cord has a wrinkle and a scratch, and universal cord has coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the bending section cover (a-rubber). Subsequently, the material was not possibly eliminated. A further cause of the leakage could not be presumed. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.